Event description:
Information was received indicating that during an infusion of remodulin, the cadd-legacy one ambulatory infusion pump exhibited a "no disposable, clamp tubing" alarm. It was reported that the cassette wasted two hours early and a new cassette was subsequently started resolving the alarm. No adverse patient effects were reported. Per reporter no additional information is available.